Event description:
It was reported that during a coronary stent procedure, the stent became lodged in the left anterior descending and the physician inflated the balloon but was unable to deploy the stent. The balloon catheter could not be removed. Pt underwent emergency bypass surgery and the catheter was removed. Pt status is listed as "okay".